Event description:
Error 51 (defective speaker), error 38 (off key locked), and error 99 (8000) were found in the review of the event log. The speaker was replaced to resolve error 51. The keypad functionality was verified regarding error 38. The cpu and power supply board was replaced to resolve error 99. After repair, the device met specification.